Manufacturer narrative:
The patient was reported to be over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported event of exit marker detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre balloon was used during a dilation procedure performed on (B)(6) 2014. According to the complainant, the procedure was completed with this device but during withdrawal, the black marker sleeve detached and got stuck in the scope. There were no pieces of the device detached inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.